Event description:
Distributor was informed that there was noise on the sense pace lead and on 8/28/96 both ml-150 leads s/n 85051b, and s/n 81641b were replaced. There was no indication that the ICD did not perform to spec.